Manufacturer narrative:
The device was not returned for analysis. Device manufactured to all applicable specifications. Additional information was requested. If additional information becomes available, a follow up report will be submitted.

Event description:
During surgery, the tyne broke off the end of the glide when it was docked with the screw. Surgery was completed using another glide without any complications to the patient.